Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not inserted because it became unfurled. Although the surgeon manually inflated and connected the iab to the console it was unfurled. There was second iab used, however the iab only partially inflated. The iab pump (iabp) was replaced and the iab started inflating normally. There was no patient injury reported. This submission is for the 1st iab used.

Event description:
It was reported that the intra-aortic balloon (iab) could not inserted because it became unfurled. Although the surgeon manually inflated and connected the iab to the console it was unfurled. There was second iab used, however the iab only partially inflated. The iab pump (iabp) was replaced and the iab started inflating normally. There was no patient injury reported. This submission is for the 1st iab used.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not inserted because it became unfurled. Although the surgeon manually inflated and connected the iab to the console it was unfurled. There was second iab used, however the iab only partially inflated. The iab pump (iabp) was replaced and the iab started inflating normally. There was no patient injury reported. This submission is for the 1st iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The sheath was not returned for evaluation. The catheter tubing was observed to be oval shaped along its length. One kink was found on the catheter tubing and inner lumen approximately 46.7cm from the iab tip. A laboratory insertion test was unable to be performed due to the kinked inner lumen and membrane being unfurled. The technician attempted to insert a 0.018¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the inner lumen. A kink in the inner lumen can cause difficulty during insertion. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4). Record ID (B)(4).